Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was implanted without sedation. It was noted that the patient was bleeding from the rectum for the last 3-4 weeks and it ¿comes and goes.¿ it was reported that the patient was scared the night prior to the report because she was bleeding a lot and had a sharp pain in the abdomen. The reporter stated that the patient could feel the ¿rectum come out¿ and it came out after the patient¿s fall on (B)(6). It was noted that the patient ¿fell on her butt¿ and had pelvic prolapse and anal prolapse prior to the ins implant. It was reported that prior to the patient¿s fall, urinary relief had stopped and bowel relief had stopped after the fall. It was noted that the patient had a knee replacement in (B)(6) and a knee replacement in (B)(6), and the fall damaged both knees. The reporter stated that the patient had memory issues. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0c6gq, implanted: (B)(6) 2013, product type: lead. (B)(4).